Event description:
It was reported that while advancing thru a previously placed stent, the minivision would not cross. Upon withdrawal of the minivision, resistance was felt and it was found that the stent dislodged in the patient. The minivision was opposed to the previously placed stent with a balloon catheter. There was no patient effect.